Event description:
A patient with a documented latex allergy had an allergic reaction to a latex foley catheter. The injuries sustained were minor (itching, red rash noted all over body). However, better labeling on the packaging for latex and latex-free catheters would prevent inadvertent use of the wrong product.